Event description:
It was reported that one of the print buttons was not functioning consistently. The programmer was returned for servicing and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of print button not functioning consistently. Device was very dirty inside. It was also noted that the stylus will not select on the screen, the keyboard was missing screws and the cable was twisted. (B)(4): analysis found that the radiofrequency (rf) head uplink tested out of specification. It was also noted that the label backing was missing.